Event description:
It was found that the track would not engage the stairs due to a broken patient right track belt. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.